Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported by the surgeon of the hospital, that the g3 nail broke at the passage point of the femoral neck screw 6 weeks after implantation.

Manufacturer narrative:
The nail was classified as primary product during investigation. All other returned implants are associated products and will be not considered in the investigation summary. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The nail was heavily drill marked within the anterior bridge of the proximal lag screw hole; a part of the bridge material is completely abraded at lateral. The anterior breakage line was found within the drill marked area. This miss drilling effect did weak the anterior bridge significantly and caused a notching effect on the lateral side that favors the nail breakage. Misdrilling could occur in case the target device was pre damaged, instruments were not assembled correctly or bending forces were applied to the drill and/or target device during drilling. The operative technique includes that the target device shall be checked prior to every surgery. Smooth lines of rest are visible on the anterior bridge breakage surface; the bridge broke step by step. The lines of rest run from lateral to medial. These lines of rest indicate (in combination with the found drill marks), that the nail breakage started at the anterior bridge at lateral. After the anterior bridge was full or main partly broken, the posterior bridge followed also step by step but much quicker than the anterior bridge. The nail broke due to a fatigue fracture. Bearing points on the distal part of the proximal nail hole indicate that heavy loads were applied postoperatively to the implants; these loads did most likely also contribute to the nail breakage. The customer reported a pathologic proximal fracture, sclerotic bone structure (osteoblastic metastasis was suspected) and secondary malignant growth of bone and bone marrow. Furthermore the patient height is unknown; obesity cannot be excluded. Poor bone formation, obesity, fractures with poor bone contact, postoperatively loads and intra operatively implant damages are adverse effects that can lead to implant breakages and are listed in the IFU and operative technique. Because no manufacturer related issues were found the case is attributed to a user error contributed by the patient. No nonconformity identified; no previous or actual actions are in place.

Event description:
It is reported by the surgeon of the hospital, that the g3 nail broke at the passage point of the femoral neck screw 6 weeks after implantation.